Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was report that the generator has a e433 error code and keeps booting up repeatedly. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. Based on the results of the investigation, the customer¿s allegation was not confirmed and therefore, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.